Manufacturer narrative:
It has been determined that this report represents a duplicate of prior submission reference 1020279-2021-08442. Please therefore disregard this report and refer to that MDR for the results of our investigation into the incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery (B)(6) 2021, on (B)(6) 2021 it was noticed the loosening of the hinge insert posterior screw. A revision surgery was performed (B)(6) 2021. Current health status of the patient is stable.